Event description:
During laparoscopic appendectomy, provider began using the suction irrigator and or(operating room) staff immediately noticed that it was running louder than usual. Cst then noticed what appeared to be either smoke or mist coming from the handpiece. The device would not turn off with the controls, operating room rn and crna had to disconnect device from irrigation fluid and remove batteries from device to turn it off, batteries felt hot to touch. Device removed from surgical field.